Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the surgeon was performing a below the knee amputation on the left leg. He was using the device to cauterize and cut the muscle. The device jaw locked and wouldn¿t open. Surgeon and tech tried to open the device to no avail. The device was passed off the field to the sales rep and I was able to force the jaws open. The device was operational again. Surgeon opted to just use mono-polar cautery to conclude the case. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2018. Batch # p9384a. Investigation summary the device was received in good conditions and the jaws were open. The device was functionally tested and was able to close the jaws using the closure lever and cut a test media. The force to close was not difficult when tested. The device was able to fully remain latched when the closure lever was closed and then unlatches when the closure lever was opened. No unusual sounds were made by the device during closure. The device fully cut the test media. The device clamp force was tested and was within the design specification for the device. The device jaws would not open was not able to be confirmed during testing. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. No alert screens were displayed. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.